Event description:
A non health care professional reported that following implantation of an intraocular lens (iol) the lens was dislocated/subluxated. The lens was explanted in a secondary procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received.

Manufacturer narrative:
The lens was returned wrapped in gauze inside a small brown envelope. The lens is company lens model. Viscoelastic was observed on the lens. No lens damage was observed. The lens was cleaned with klrp. The lens dimensions were acceptable per the approved plan view template for the two potential models. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. No lens damage was observed. The facility representative reported that the implant date was in 2014. The dislocation was discovered on (B)(6) 2020, 6 years after the lens was implanted. The lens was explanted (B)(6) 2020. The manufacturer internal reference number is: (B)(4).